Manufacturer narrative:
Certas valve was not returned for evaluation (remains implanted); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Clinical study: a facility reported: "suspected shunt dysfunction: increased head circumference." - malfunction: "valve setting of 3 was not sufficient, thus reduced to 2." - ae relationship to device: possible. - surgery date :(B)(6) 2023 - indication for surgery: infantile hydrocephalus - ventricular catheter approach: frontal - distal catheter placement: peritoneal - adverse event onset or start date? 25 january 2024 - has the certas programmable valve been replaced since previous study visit? No - has the valve setting changed since previous study visit? No - subject had MRI since previous study visit? No - did the ae result in-patient or prolonged hospitalization? Yes - action(s) taken and/or treatment(s): ultrasounds - subject is in good health, no new neurological issues identified so far.